Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's mother reported receiving a no delivery alarm on the insulin pump during bolus. Blood glucose level was 135 mg/dl at the time of the call. During troubleshooting, customer's mother was able to get insulin to exit, but stated that there was greater than normal resistance with plunger push. Customer's mother also stated that the insulin pump was not completing the rewind process, but instead, would loop back and start again. No further information was provided.